Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the balloon portion of the trocar separated from the cannula of the instrument and disengaged into the patient cavity. However, the surgeon was able to retrieve the balloon from the patient cavity to complete the case. Procedure: lap hernia repair. Patient status: no patient injury reported.